Event description:
Pt underwent coronary artery bypass surgery in 1989, during which time an external invasive pacemaker was used. Pt had history of recurrent respiratory infections for approx the past two years. In 1997, a chest x-ray revealed a foreign body in the pt's right pulmonary artery. The foreign body was removed from the ptt using fluoroscopy in special procedures. Examination of the approx 6 cm long foreign body revealed it to be a segment of external myocardial pacemaker leadwire. Upon review of chest films from 1989 to 1997, it was noted that the external myocardial pacemaker leadwire had decreased in length by about 6 cm. This decrease in size correlates with the length of foreign body removed from the pt. The pt has improved pulmonary status.